Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is used for treatment root cause could not be determined with information available. Vanguard left femoral 62.5 mm, catalog 183066, lot 216290; biomet 67mm fixed cruciate tibial plate with locking bar, catalog 141232 lot 424220; biomet series a standard patella 31mm x 8.0mm, catalog 184764, lot 724120. This report is number 1 of 4 mdrs filed for the same event/patient* (reference 1825034-2017-00136 / 00139).

Event description:
Patient has been indicated for a left knee revision approximately nine years post implantation due to unknown reasons. The procedure was cancelled and no additional information is available.